Manufacturer narrative:
The tech found the brake block assembly is broken. No further information is available at this time.

Event description:
The account alleged the brake will not hold. No pt impact.